Event description:
A site rep reported that during a cranial surgery, they experienced a communication failure with the stealthstation. The navigation task displayed an error that read "communication failure: the application has detected a communication failure and needs to logout to reestablish the connection." The site rep clicked ok and this would bring her to a black screen with text that read "gemos-v009 login:" she then re-booted the system and this temporarily resolved the issue. The surgeon completed the procedure with the use of the stealthstation. There was no impact on the pt outcome.

Manufacturer narrative:
The system has been used successfully without issue since this occurred. An in house software investigation into the root cause is ongoing.